Event description:
It was reported that the patient was experiencing toxic anterior segment syndrome (tass), corneal edema, damage to the endothelial cells, and blurry vision. Inflammation continues after surgery and is being treated with eye drops, vigamox 10-fold dilution, and anterior chamber lavage/washout. An indocyanine green (icg) anterior cyst staining was done. There were no additional interventions performed. There was no impact on daily activities and no need for hospitalization. No additional information was provided.

Manufacturer narrative:
If implanted; give date: not applicable as the viscoelastic is not an implantable device. If explanted; give date: not applicable as the viscoelastic is not an implantable device. Telephone number: (B)(6). Zip code (B)(6). City (B)(6). State (B)(6). The device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. Attempts were made to obtain the missing information; however, no response has been received. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.

Manufacturer narrative:
Corrected data: upon further review it was observed that section "g2" should have included "company representative" which inadvertently was not selected in the initial MDR report. In review, it was also noticed that explanation for the use of the code 4644 in section "h6 - health effect - impact code" inadvertently was not entered in section h10 of the initial MDR report. Therefore, the information has been captured in this supplemental MDR report and the following fields were updated accordingly: section g2: report source added: company representative. Section h6: health effect - impact code: 4644 - this code was used to capture pt-topical. Steroids- treatment with: interventional procedure & pt-medical intervention . Additional information: section d9: device available for evaluation? Yes . Section d9: returned to manufacturer on: jan 18, 2023. Section h3: device evaluated by manufacturer¿ yes . Device evaluation: the complaint samples consisted of 2 activated healon 0,85 ml cylinders, containing approximately 0.1 and 0.2 ml of remaining expellable solution, the plunger rods (attached at the backside of the gray rubber plungers), the cylinder holders and the customer's cannulas which were attached at the luer-mount of the holder. Sample #1: a visual inspection of the returned product did not reveal any obvious defect or damage. There were no observations in this component which could explain the customer's narrative nor observations indicating a component defect. There were no indications of leakage in the complaint samples and no indication of a function issue, therefore, the complaint samples were not functional tested. The blister tray, product box, and dfu were not returned for inspection. Sample #2: a visual inspection of the returned product did not reveal any obvious defect or damage. There were no observations in this component which could explain the customer's narrative nor observations indicating a component defect. There were no indications of leakage in the complaint samples and no indication of a function issue, therefore, the complaint samples were not functional tested. The blister tray, product box, and dfu were not returned for inspection. Based upon the visual inspection of the 2 complaint samples, there were no observations which could indicate a product defect which could result in the issues reported by the customer and therefore no probable cause can be determined by this investigation. Based on the information obtained, there is no indication of product malfunction or product deficiency. All pertinent information available to johnson and johnson surgical vision, inc. Has been submitted.